Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for inaccurate dispense/ no aspiration for the trueplus single-use insulin syringes. Complaint was reported by e-mail. Per e-mail the customer reported that when the syringe was pushed into to the insulin vial, the insulin started coming out of the syringe. Per e-mail customer expressed concern "it wasn¿t sealed properly nor sterile." Lot information was not provided. No symptoms or adverse event were reported in customer's e-mail. Manufacturer attempted to contact customer by e-mail and telephone in effort to obtain additional information and to assist with the initial concern - unable to establish contact with customer at this time. .